Event description:
It was reported that prior to a shunt percutaneous transluminal angioplasty treatment procedure, catheter shaft was torn. The target lesion was located in the superficial femoral artery (sfa). During preparation outside the patient, the shaft of a 4.00mm/1.5cm/140cm spcb flextome balloon catheter was torn when removing the blue cover. The procedure was completed with another same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device identified a shaft break approximately 24.9cm from the catheter tip. Stretching was present at the break site. A microscopic examination of the tip and balloon found no damage. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a shunt percutaneous transluminal angioplasty treatment procedure, catheter shaft was torn. The target lesion was located in the superficial femoral artery (sfa). During preparation outside the patient, the shaft of a 4.00mm/1.5cm/140cm spcb flextome balloon catheter was torn when removing the blue cover. The procedure was completed with another same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).